Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(4) was not generating any energy to ligate branches. They do not have a back up supply box and harvester had to open leg with scissors.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(4) was not generating any energy to ligate branches. They do not have a back up supply box and harvester had to open leg with scissors.

Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). This is a reusable OEM device; therefore, a lot history review is not applicable. Based on the serial number provided, we were unable to find when the device was sold to the account. The certificate of conformance (c of c) was not available for review because, the reported serial number does not appear to be included in any of the batches received in maquet (B)(4).